Event description:
Per the info provided to co by the hosp through means of returned device component(s), the device was removed due to a "failed penile implant with erosion into glans". As reported to co, the pump and one cylinder only was removed and not replaced. According to the operative report received, the reservoir component initially implanted was left in place. 1/14/97 - upon receipt of the physician/surgeons operative report, it stated,..the pt needed one of the implanted corpora removed. The pt started to have erosion through the glans from other corpora". Procedure,..."the tissue was carefully dissected down to the level of the inflator bulb. The bulb was then pulled out of the surrounding scrotal tissue. A corporal incision was then taken down to the prosthesis. When the prosthesis was freed, the prosthesis was removed from the penis, along with the reservoir bulb. The pt tolerated the procedure very well and was taken to the recovery room".